Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's knee was revised after patient complaint of lateral knee pain. The surgeon reported that the size 4 press-fit tibial component was sitting too lateral on the patient's bone. The tibial component and size 9 cs insert were revised. Rep reported that no further information will be available.